Event description:
On 06/30/1998 following a diagnostic procedure, a physician attempted to place an angio-seal device in a patient's right groin; the device did not deploy and was removed from the patient. Bleeding occurred at the puncture site and although manual pressure was held, the bleeding was not able to be controlled. The patient was taken to the operating room where the right femoral artery was surgically repaired. The patient tolerated the procedure well and was returned to the recovery room in good condition. The MFR was informed of this event on 08/14/1998. As of 08/14/1998 there has been no further report to the MFR of complication or patient sequelae.